Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the earth leakage current test. Device failed during evaluation, no patient involved.

Manufacturer narrative:
(B)(4). The device has been received but the evaluation has yet to be completed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Internal/external inspections revealed a damaged power switch. The switch was pushed into the device and was not functioning properly. Rite (returned instrument test evaluation) electrical testing was unable to be executed properly. Additionally, rite functional testing failed as the device was received inoperative. The cause of the current leakage failure was determined to be a pushed in power switch which did not allow the test to be completed. The power switch and bezel were scrapped and the device was sent for servicing. A CAPA has been initiated to investigate the root cause(s) of the issue. Should additional relevant information become available, a supplemental report will be submitted.